Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s ¿body would not accept¿ a pump. It was noted that the patient tried the pump and ¿they gave me very little, but I couldn¿t wake up¿. It was reported that the event happened 4 years prior.

Event description:
Additional information was received. It was reported that there was no indication that the product was made by the reporting manufacturer. It stated that the patient had an opioid trial using dilaudid. An external pump and catheter were used and the procedure was done as an inpatient. The patient reportedly experienced immediate intolerable side effects of respiratory depression, pruritus, nausea, vomiting, and sedation. The patient did not require any intervention and it was determined that the patient would use oral dilaudid. It was stated that a permanent pump was never implanted, though the event was reported to have occurred in (B)(6) 2008.

Manufacturer narrative:
(B)(4).